Event description:
A problem with the national biomedical computer system (nbcs) potential match report identified as having been introduced in version 1.5.0. The potential match report functionality was first introduced with the release of nbcs version 1.4.6a but nbcs versions earlier than 1.5.0 are not affected by this problem. The problem with nbcs version 1.5.0 was first discovered in early december 2001 while performing regression testing of nbcs 1.5.1 during the development phase of that software patch, sip 1630. This sip, which was intended to fix a different software problem, was first applied to nbcs 1.5.0 as indicated above, the problem with version 1.5.0 was not identified until the nbcs 1.5.1 development phase testing had occurred. In 2001, a potential hazard meeting was held to address this issue.